Event description:
It was reported that the atrial intrinsic amplitudes were out of range. R wave oversensing was seen resulting in false atrial tachy response (atr) episode detection. Technical services (ts) discussed review of programming parameters. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that the atrial intrinsic amplitudes were out of range. R wave oversensing was seen resulting in false atrial tachy response (atr) episode detection. Technical services (ts) discussed review of programming parameters. Additional information noted that the physician checked the device and made appropriate changes as required. No adverse patient effects were reported. The device remains implanted.